Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to hypoglycemia, with a blood glucose reading of 17 mg/dl. Troubleshooting was performed. Found that prior to the event, the customer accidentally programmed a bolus of 20.0 units instead of programming 0.2 units. All other programming was correct. Advised the customer that the maximum bolus amount can be lowered to prevent this from happening again, but she declined. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.